Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 24-apr-2023. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the sample. The sample was subjected to leakage testing and during the test leakage was observed at the valve. The sample was visually inspected, and a foreign matter object was found stuck between the valve and cannula hub, keeping the valve from closing. The foreign matter was sent for testing to determine its composition and it was determined to most likely to be silicate-based material, a glass like material. Our manufacturing process was reviewed and there are no processes during assembly where glass is present. Therefore, the only potential root cause that could be determined is that the foreign matter was introduced into the product during application. Since we cannot confirm how the product was used this root cause cannot be confirmed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked after placing the "sprotze" on the injection port during use. This occurred once each in lots 2234185 and 2246661. The following information was provided by the initial reporter: "after carefully and really sensitively placing a sprotze on the injection port, there was a massive leakage of liquid. The non-return diaphragm seems to have failed completely."

Manufacturer narrative:
Correction: h5: imdrf annex a grid: a0504. H5: imdrf annex a grid: a1801. H5: imdrf annex b grid: b01. H5: imdrf annex b grid: b14.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked after placing the "sprotze" on the injection port during use. This occurred once each in lots 2234185 and 2246661. The following information was provided by the initial reporter: "after carefully and really sensitively placing a sprotze on the injection port, there was a massive leakage of liquid. The non-return diaphragm seems to have failed completely."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2234185. Medical device expiration date: 31-aug-2025. Device manufacture date: 24-oct-2022. Medical device lot #: 2246661. Medical device expiration date: 31-aug-2025. Device manufacture date: 03-sep-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked after placing the "sprotze" on the injection port during use. This occurred once each in lots 2234185 and 2246661. The following information was provided by the initial reporter: "after carefully and really sensitively placing a sprotze on the injection port, there was a massive leakage of liquid. The non-return diaphragm seems to have failed completely."